Event description:
It was reported that the merlin.net transmission revealed an alert for ventricular episode treated with antitachycardia pacing (atp), however review of the transmission strips, egm was found to be invalid. Telemetry issue was suspected. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.